Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during leadless pacemaker implant procedure, the patient's atrial pacemaker sustained helix deformation. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.